Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to damage on circuit board of video plug section, image noise occurred and an image could not be displayed and nozzle had foreign objects and dirt on objective lens, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign objects, noisy and no image and dirt on objective lens. There was no patient involvement.